Manufacturer narrative:
(B)(4).

Event description:
Additional information received from patient reports loss of therapeutic effect and shocking sensation had not been resolved. The patient was still experiencing the problems.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v833490, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The patient reportedly had symptom control, close to 100% for the first year and a half and did not have to wear a pad. Then, all of the sudden, the patient lost therapeutic effect and began leaking again and did not feeling stimulation. Every night she got up in the middle of the night and could not make it to the bathroom. Additionally, after a two hour drive the patient could barely make it to the restroom. She went to the doctor for reprogramming and felt stimulation in the office but she did not feel stimulation when she got home. She used her programmer to increase stimulation and all of the sudden would feel a jolt and she went crazy trying to go back down, it was not gradual; it was a "wow." One time she went down on her knees it hurt so badly. It was noted that these symptom were sudden in onset. There were no medical procedures that could have been related to this issue. At the time of this report that patient could feel stimulation at 1.5 and wanted to try it. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.